Manufacturer narrative:
Blood was observed on the adhesive pad but not in the soft cannula. No kinks were observed on the exposed portion of the soft cannula during investigation. A leak test was performed, and no leaks were observed throughout the entire fluid path. The data downloaded from the device did not show any timeouts or drive stalls during the run. The formed needle of the device was inspected for any manufacturing deficiencies and no issues were found that would contribute to bleeding. The cause of the bleeding could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 423 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered. The patient's blood glucose history is as follows: (B)(6).